Event description:
The patient was implanted with a lvad and the ICD could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.